Event description:
It was reported that during a device replacement procedure a high out of range shock impedance measurement of 135 ohms was observed on this right ventricular (rv) lead. The measurements showed a gradual rise due to calcification. The physician decided to surgically abandon this rv lead and replace it. No additional adverse patient effects were reported.